Event description:
Twice the pt came for a refilling of the pt's pump and the hcp emptied 16 cc of baseline. The hcp verified catheter function on x-ray. Using the programmer, the pump works but it's empty of fluid. Device returned to the MFR for analysis.